Event description:
On 10-may-2021, (B)(6) consumer healthcare received a case from angelini s.p.a. The case verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 27-apr-2021 from a pharmacist through diamed ((B)(4)). This case report concerns a 73-years-old female patient, who applied thermacare flexible use xl (thermacare waermeauflagen gr. Schmerzen, batch number: dt1857d, and expiry date: unknown) topically administered for unknown indication. Medical history and concomitant medications were not reported. On unknown date after thermacare waermeauflagen gr. Schmerzen initiation, the patient experienced a burn blister. The action taken in response to the event for thermacare heat wraps was unknown. Outcome: burn blister: unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare waermeauflagen gr. Schmerzen.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. On 27-nov-2021, additional information was received from angelini s.p.a. Which received information on 12-nov-2021. Follow-up received on 12-nov-2021 from qa department. Complaint number (B)(4). Batch code#: dt1857d. Brand code/sku#: (B)(6). Product count: (B)(4) count. Date of manufacture: 27-apr-2020 through 01-may-2020. Expiry date: 2023/03. Quantity released: (B)(4) cartons. Batch dt1857d is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Batch dt1857d was manufactured as a 4-count carton, a portion of batch dt1857 was sent to a contractor for packaging into 4 count cartons, the four count carton was labeled batch dt1857d by the contractor. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Batch dt1857d is the sublot of bulk product dt1857. The visual inspection consisted of retained samples of bulk product batch dt1857. Per (B)(4), consumer return samples and retain evaluations, effective 30-jul-2020, section 8.2: inspection of retain samples. The visual inspection of a retain sample included 6 pouched wraps. Sample shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation performed on 25-mar-2021 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class md incident received at the albany site requiring an evaluation for this batch. Refer to chart md incident dt1857d. On the basis of this evaluation, a trend does not exist for this lot review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.6 degrees c) per spec-27465, effective date: 03-dec-2019. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. Root cause investigation required: no based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare flexible use xl does not mention that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device could be plausible. Based on the information provided, the causal relationship between thermacare heat wraps and adverse event is considered as possible. Batch dt1857d is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection consisted of retained samples of bulk product batch dt1857. The visual inspection of a retain sample included 6 pouched wraps. Sample shows no obvious defects. On the basis of this evaluation, a trend does not exist for this lot review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The no. Of devices on the market are based on the legal manufacturer product distribution data available. Actual figures for country of incident may be lower. Figures are approximate due to shared distribution in the region.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
On 10-may-2021, bridges consumer healthcare received a case from angelini (B)(4). The case verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from (B)(6) received on 27-apr-2021 from a pharmacist through (B)(4). This case report concerns a (B)(6)-years-old female patient, who applied thermacare flexible use xl (thermacare waermeauflagen gr. Schmerzen, batch number: dt1857d, and expiry date: unknown) topically administered for unknown indication. Medical history and concomitant medications were not reported. On unknown date after thermacare waermeauflagen gr. Schmerzen initiation, the patient experienced a burn blister. The action taken in response to the event for thermacare heat wraps was unknown. Outcome: burn blister: unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare waermeauflagen gr. Schmerzen.